Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4). The issue is being investigated by manufacturing site.

Event description:
On (B)(6) 2018 maquet (B)(4) received a complaint related to the problem with powerled surgical light where the fork has been damaged. On 14th june, 2018 additional information was confirmed from ssu that the fork was damaged in the way that the light head was hanging on the cables from the fork. There is no injury reported however we decided to report the issue in abundance of caution. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074 exemption # e2018005. (B)(4). Maquet sas became aware of an incident with a surgical light powerled device. As it was stated, the paint was chipping which could fall during surgery. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to event. None of the provided information indicate that upon the event occurrence the device was not being used for patient treatment. During the investigation it was found that the issue investigated herein is a single isolated event. Although the attempts were made to contact the originator of the complaint, we did not obtain any additional information needed to establish the specified root cause of the event. However, the 5why method was applied to define it and after the analysis we can assume that unintended use of the light has caused the light head to break at the connection with fork and almost falls off. We believe that all remaining devices are performing correctly in the market. We also believe that if the manufacturer recommendation would have been followed the incident could have been avoided. Given the circumstances and the fact that there is no apparent trend in complaints of this nature we shall continue to monitor for any further events of this nature and do not propose any further action at this time. We are aware that this is past the 30 day deadline for reporting. The service unit forwarded the information to the manufacturer regarding the malfunction of the device with a delay. We have reminded them to review FDA reporting guidelines in order to prevent this from happening again. The information contained in the MDR is of a type customarily held in strictest confidence and regarded as privileged by getinge under 21 c.f.r. §20.61. Therefore, we request that the food and drug administration treat the portion of the MDR relating specifically to the subject product as confidential commercial information under 21 c.f.r. §803.9(b).

Event description:
Ref # (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
Ref # (B)(4).

Manufacturer narrative:
(B)(4). Exemption # e2018005. (B)(4). The issue is still being investigated by manufacturing site.

Event description:
Ref # (B)(4).